Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient for a stemi (st elevation myocardial infarction) patient. After coding in the ccl (chronic lymphocytic leukemia) the team placed impella and consulted for CABG (coronary artery bypass graft). The pump on day 2 had saturated flows but, remained on for support along with ECMO (extracorporeal membrane oxygenation). The saturated flows additionally prompted the team to use tpa (tissue plasminogen activator) in the purge.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of saturated flow has been completed. Data log review showed that the only abnormality on 6/26 was low pump flows rather than saturated. Returned product was inspected and no abnormalities were found, specifically cannula kinks or biomaterial. The pump run in the lab successfully, and neither low nor saturated flows reproduced at various p levels. The root cause of the low flow was determined to be most likely patient condition. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report.